Event description:
The surgeon attempted to implant a lens. The lens felt tight. The lens tore when the surgeon tried to eject out of the cartridge to use another lens. No patient contact. It is unknown if the device malfunctioned.